Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have the grip loose cables at the proximal end as reported by the customer and causing the non-intuitive motion. The plastic housing was removed, and during the visual inspection, the grip cables on axis 6 yaw were found to be very loose at the proximal end. The instrument passed recognition and engagement tests. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar forceps instrument had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not moving as intended by the console.